Event description:
Patient had a certas plus valve implanted appx 1 month ago code 82-8807pl. Patient was admitted to the hospital yesterday, (B)(6) 2015, for symptoms that appeared to be elevated icp. The valve was tapped and icp was 20. Symptoms became worse over the next 24 hours including visual impairment. Shunt was tapped again (B)(6) 2015 and icp was 49. Patient was sent to MRI and then immediately taken to the or. Shunt was revised and ventricular catheter was revised. Intraoperatively the 828807pl valve was not flowing. The surgeon would like an analysis performed on the explanted certas plus valve. Explanted valve was at a certas plus setting 2.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.